Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.a review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.